Event description:
It was reported that during port placement procedure, the device was allegedly unable to aspirate. It was further reported that leak was identified. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation in confirmed for the reported fluid leak and identified fracture issue as a multiple cracks were observed on the introducer needle and multiple leaks from the needle hub were observed while infusion of the device. The needle also did not fully aspirate water and air was noted within the syringe. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, the device was allegedly unable to aspirate. It was further reported that leak was identified. There was no reported patient injury.